Manufacturer narrative:
(B)(4).

Event description:
Two days after implant, the pt was having symptoms that looked similar to withdrawal; the pt had increased spasticity. The physician checked the catheter under fluoro and gave the pt a single bolus of 100 mcg of intrathecal baclofen to see if it would help. They saw very mild improvement. The pump dose was increased 9% to 1846.6 mcg/ml; the concentration was 2500 mcg/ml of compounded baclofen. The pt's tone improved, but other symptoms did not. On (B)(6) 2011, the pt was taken to the hosp where she was admitted for confirmed aspiration pneumonia with symptoms that looked very similar to withdrawal. On (B)(6) 2011, pump interrogation showed no alarms and the calculated flow rate with pump volume was correct. No dose adjustment occurred at that time. They planned to continue to monitor "both aspects". The pt was reported to be recovering from the pneumonia.